Event description:
Customer reported unit will not alarm after removing pressure for the sensor pad. No other physical damage was reported by the customer. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue that the alarm will not sound when pressure is removed from the sensor pad or when sensor is detached. Alarm does not sound when using the magnet and magnet is removed from magnet plate. Alarm sounded intermittently during evaluation whenever sensor connection was wiggled at the alarm receptacle with pressure off sensor. Used a known working sensor. Mode button switches between modes but the tone and volume buttons do not play anything at all, when pressed. Nurse call light comes on at the nurse call test fixture as it should. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time wight is removed from the sensor, the chari bels sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).